Event description:
It was reported that atrial lead dislodgement was noted during in patient check at the hospital. On (B)(6) 2017, the lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
There was no sensing and no capture noted on the lead.

Event description:
There was no sensing and no capture noted on the atrial lead.